Event description:
This lead was implanted on (B)(6) 2001 and remains implanted at this time. It was noted on (B)(6) 2013 when the patient presented to the emergency department with dizziness and had collapsed. The device was checked, and lead impedance was out of range. No capture in bipolar or unipolar configurations at maximum output. Patient was then placed with a temporary pacing wire. Following this wire insertion, patient had a stroke overnight. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).